Event description:
The customer reported an image resolution issue on the 9800 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The video controller and system interface power boards were replaced. The system was tested and operates as intended.